Event description:
The customer reported that her blood glucose reached 16.6 mmol/l (299 mg/dl) 12 hrs after the device was activated. She noticed that the cannula had slipped out of the skin. Her bg returned to normal once she changed the pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product defect or deficiency could have contributed. The customer reported that the cannula had dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.